Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the manufacturing investigation reported the nut is loose. The investigation was not able to determine the exact cause that led to the event, this complaint condition is indicative of the nut loosened during versatile use. The article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screw for fixing the spring on the proximal tip is loose. No patient was involved in this incident this is report 1 of 1 for (B)(6).